Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited potential loss of capture and the patient experienced suspected ventricular tachycardia (vt) on telemetry. The rv lead remains in use. No further patient complications have been reported as a result of this event.